Event description:
The customer was hospitalized for high bgs. It was informed that customer lost the basal rates the settings were erased. The customer was not getting insulin. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. Explained to the customer the two high bg rule. Instructed the customer to call back to perform the high-pressure test when the clamp arrives.